Event description:
Reporter alleged obtaining the results of 393 mg/dl, 142 mg/dl and 171 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he did not take his humulin because of the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.